Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use for 72 hours with patient for infusion of midazolan. According to reporter, the plastic cannula part of the device broke off under patient's skin with redness and swelling noted at the site. The user facility reported the cannula had to be removed surgically with the red and swollen tissue having to be debrided. No permanent adverse effects reported.